Manufacturer narrative:
Eval summary: product was visually inspected. The sample appeared to be cut. The damage seen was not identified as having occurred during mfg. The damage was identified as having been customer induced.

Event description:
There was a report of an occurrence of a leak at the drip chamber of a fluid warming infusion set. No pt injury or adverse event was reported.